Manufacturer narrative:
Investigation summary complaint summary: it was reported that on february 18, 2020, during testing at service and repair, a torque limiting ratchet handle failed in calibration. There was no patient involvement. Flow: device interaction/functional. Visual inspection: the 10 nm torque limiting ratchet handle - 6 mm hxc (part # 03.620.061, lot # 5784466, mfg # 20-may-2008) was received at us cq with the black portion of the device looking worn from use. The etching is lightly faded. Service and repair evaluation: the customer reported the device failed in calibration. The repair technician reported the device failed torque testing high. Torque test high is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Functional test: a functional test was performed at s&r and the repair technician reported the device failed torque testing high. The complaint was able to be replicated, therefore the complaint is confirmed. Dimensional inspection: dimensional analysis was not performed as relevant features are inaccessible. Document/specification review: related drawing(s) was reviewed. Conclusion: the returned instrument has exceeded the expected instrument life (three years) established by bradshaw (refer to the attached bradshaw recommended care for torque handles.pdf), therefore any recalibration could not be assured; CAPA 004105 addresses this torque limiting handle. There is no indication that a design or manufacturing issue contributed to the complaint. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. No new malfunctions were observed during the course of this investigation. Device history lot: part # 03.620.061, synthes lot # 5784466, supplier lot # 80377, release to warehouse date: may 20, 2008, supplier: nemcomed, no ncr's were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on february 18, 2020, during testing at service and repair, a torque limiting ratchet handle failed in calibration. There was no patient involvement. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).